Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the dr. Checked with scope and saw the capsule sliding into stomach. The capsule was retrieved. The pt was not injured following the procedure.